Event description:
A surgeon reports performing a lens exchange due to a suspected opacification of the intraocular lens. The patient was complaining of feeling uncomfortable with this vision. The patient is doing better following the lens exchange. Additional information has been requested.